Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the quickserter and the quicksets. Customer reported having issues with inaccuracy with one sensor. Customer reported having ketones at 220 mg/dl and the sensor would not deliver insulin because he was in threshold suspend. When he took the sensor out he found it was bent. Current blood glucose level was not included in the report. Nothing further was reported.